Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for lead revision. The right ventricular lead exhibited noise previously which resulted in noise reversion. The lead was capped and replaced. The patient experienced no adverse consequences and was doing well post operation.